Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced discomfort, pelvic pain, and recurrence, furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer reporter#: 2183959-2015-54494.

Manufacturer narrative:
Lawyer-filed report.